Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding burn damage on the component of a fresenius 2008t hemodialysis (hd) machine. An eeprom read error had occurred during power up and a burning smell was reportedly noted. The biomed found a burn mark on the eeprom, which is located on the function board¿s ic20 chip. It was reported that the burn mark was caused by a short. There were no reports of melting, arcing, smoke, sparks, or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were approximately 18,000 hours on the machine at the time of the event. The biomed did not find any damage on the function board, however, they still opted to replace it as a precaution. A new eeprom was installed in addition to the function board, and the machine was then calibrated. At the time of initial follow up, the machine was out of service. The biomed reported that the machine was recently upgraded to the bluestar software, and they were waiting on the tools needed to perform post-upgrade calibrations. Additional follow up confirmed the calibration tools had arrived, but the biomed did not yet have a chance to perform the calibrations. However, the biomed confirmed the reported machine issue had been resolved. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. No photographs were taken of the burnt eeprom. There was no patient involvement associated with the reported event.